Event description:
(B)(4). My dr. Still refuses to admit that it could possibly be the essure. In fact in my pre-op notes she stated basically that more then likely it wasn't and I understood I would probably be in pain after which wasn't the case. I told her repeatedly I knew for sure it was the essure and now that it is out I can confirm it. I was also extremely upset that she tried to blame the pain on other personal things that made absolutely no sense. Regardless 3 days post op and I am already feeling 100% better then my essure days!

Event description:
Almost a week after the placement of my essure, I began to have extreme pain in my abdomen and my lower back. After about three days of this pain, it interfering with my work and home life, I contacted my gynecologist and stated that I felt as though I was having the "worst period in the world but I wasn't bleeding." I told them about the crippling back pain and the abdominal pain and they stated that their was no way it could be the essure since the pain started about a week after. They advised me to go see my pcp. A week later, I went to my pcp who ran blood work and test to make sure I didn't have a uti or kidney infection since the pain had started to radiate up my back near my kidney areas. My dr. Stated that nothing was wrong but just in case they missed something she gave me and antibiotic and then some pain pills. She told me that if in three days the antibiotics had not helped and I was still in pain I should call my gynecologist. Four days later, I woke up and started to get ready for work. I started having a stabbing pain in the upper left side of my back and my lower abdomen. It got so bad that I could barely walk. I had to wake up my husband to assist me with getting my children ready and then after multiple trips back in to the house was able to finally leave and head to drop my kids off and go to work. As soon as I got to work, I was in so much pain that my boss sent me to the emergency room. I was there from around 8:30am to 3:45pm and they did every test possible. They did blood work, a CT scan, a pelvic exam, a sonogram, and a vaginal sonogram. I cried the whole time during the vaginal sonogram. It was the most painful thing I have ever been through. I tried to cry quietly but with the sharp pain shooting straight up my back constantly it was the most unbearable thing ever. They had to give me a shot of a pain med in order for it to be calmed down in the slightest. After all of their test, they could find nothing and came to the conclusion that I was 100% healthy and by a process of elimination the only possibility was my essure. After the dr. Spoke to my gynecologist, they decided that my endometriosis might be effecting the healing of my essure. Mind you I had made my dr. Who placed my essure aware of my endometriosis before the procedure and she said it would be fine. She sent me home with pain medication and orders to take advil and motrin every day to try and keep the pain tolerable. I called and spoke to the nurse of my obgyn after I ran out of pain pills asking if they would be able to give me anything due to the fact that it was making my job very difficult. Being in extreme pain and crying throughout the day doesn't look very good to my patients and doesn't come off as very professional. Plus seeing as how the pain kept getting worse I was honestly terrified about the fact that I was already having issues holding my son due to the pain. They told me they could give me nothing for the pain due to the fact that I couldn't prove it was the essure causing me problems and that if I really needed more I should contact my pcp or go to the ER. I advised the nurse once again that my pcp would not help me due to the fact that everything came back fine and they kept telling me to go back to my gyno. Basically I got the run around over and over again. The pain was so bad that I was barely able to walk, cried at work, had to cancel some patients, and also even went home for one morning due to being in so much pain. I came back for the afternoon and completed a full set of patients. After a couple more calls and inquiries on the consent forms I had signed my gynecologist actually called me herself and stated they could schedule me that friday (it was wednesday at 12:30). I told her that would be perfect and made sure that I would be able to leave work. I had surgery on friday and am now recovering. I am one day post op and although I am a little sore I am already feeling so much less pain then I had dealt with over the month I had the essure in me. (B)(4). Update on (B)(4) 2014: my dr. Still refuses to admit that it could possibly be the essure. In fact in my pre-op notes she stated basically that more then likely it wasn't and I understood I would probably be in pain after which wasn't the case. I told her repeatedly I knew for sure it was the essure and now that it is out I can confirm it. I was also extremely upset that she tried to blame the pain on other personal things that made absolutely no sense. Regardless 3 days post op and I am already feeling 100% better than my essure days!